Event description:
Fmc canada reported, blood leak alarm approx two minutes into the treatment. Dialysis discontinued. Estimated blood loss 200cc. Treatment continued with another dialyzer. No further incident. Sample not available for examination.